Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received, at the service center and evaluated. During the service evaluation, the following defects were identified: visual: component damaged, functional: inadequate pressure. Per service reports, this complaint can be confirmed. The screen and valve were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected and released to approved specifications. The user error was identified, as the root cause for the device failure, during the service evaluation. Additional complaint information, monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required. And no further action is warranted. Depuy mitek will continue to track any related complaints within this device family, as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported, from spain. That the fms vue pump device did not work at all. During in-house service evaluation of the device, the following defects were identified: component damaged and inadequate pressure. There was no patient not procedure involvement reported. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: it was erroneously reported on the initial report that the expiration date was 6/19/2016. This date was the device manufacture date; and therefore, this field has been updated accordingly to reflect the correct information.